Event description:
Ous MDR - it was reported that approximately 67 months after the implant low shock impedance measurements were noted during a follow up. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 26 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Multiple tissue residuals were found along the lead fragments, in particular in the area of the suture sleeve, on the shock coils as well as on the lead tip. Further visual inspection of the returned lead fragments demonstrated deformed shock coils which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The thorough analysis of the lead did not show any deviations which might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.